Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08664. It was reported that prior to performing left ventricular lead upgrade procedure, during lead interrogation, noise was noted on atrial and ventricular lead. Physician opted to leave the leads unaddressed and proceed with the upgrade procedure. The patient was in stable condition before, during and after the procedure.